Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep) that a normal dbs procedure was performed. The patient is under observation and medical treatment. The patient still has mild aphasia.

Event description:
Additional information was received stating that the event occurred 10 hours after surgery approximately. The hospitalization was prolonged during one week due do this matter. The main symptom was corea and hemibalism of the left hemi-bodychanges in levodopa had to be done to corea, however the symptoms resolved completely 1 months after the surgery. They are experiencing the usual medical treatment due to their parkinson's and corticosteroids.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID b3300542 lot# serial# (B)(6) implanted: (B)(6) 2024 product type lead product ID b3300542m lot# serial# (B)(6) implanted: (B)(6) 2024 product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: b3300542, serial/lot #: (B)(6), ubd: 09-may-2025, UDI#: (B)(4); product ID: b3300542m, serial/lot #: (B)(6), ubd: 12-jun-2025, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that in the immediate CT the images are normal. Drowsiness after 5 days. The postoperative CT scan 5 days later, edema and subsequent hemorrhage were observed in the subthalamus. No actions/interventions were taken. The issue was not resolved. The patient suffers from moderate hemiballismus, moderate disartria.

Event description:
Additional information was received from a manufacturer representative (rep) reporting that the event occurred in the 24 hours following the implant procedure. The hospitalization was prolonged during one week due to this event. The main symptom was chorea and hemiballism of the left hemi-body. Changes in levodopa had to be done to chorea, however, the symptoms resolved completely 1 month after the surgery. The radiological image of edema around each electrode also resolved after 1 month.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.